Event description:
A malfunction alarm identified as malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully completed the reset without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.